Event description:
The lay-user/pt contacted lifescan alleging that her one touch surestep meter was reading inaccurately high and periodically had missing segment. At an unspecified time in 2006, the pt developed symptoms of feeling "shaky, faint and unbness on the left side of her body." The pt tested her blood glucose and obtained a reading of over 300 mg/dl." Based on her dr's advice, the pt took a prescribed dose of 60 units "75/25" insulin but she could not recall exactly what time she gave herself the medication. The insulin treatment did not relieve her symptoms. An hr later, she retested and obtained a reading of 280 mg/dl.at 1:00 pm the same day, the pt visited her dr as part of a regular checkup. The dr obtained a reading of 67 mg/dl using an unidentified device but did not provide any med treatment. The dr informed the pt that her hba1c did not correlate with her claim of several readings obtained in the "300's mg/dl". The pt mentioned that she is currently taking medications for kidney failure and hypertension. The pt also takes "prevacid". The pt takes 60 units of "75/25" insulin every morning and evening. The meter, test strips, and control solution were replaced. The pt infermittently had missing segments with the reported meter for a little a yr. Everytime the issue occurred, the pt did not attempt to interpret the readings. She just retested until she got a reading with complete segments. The pt denied seeking or receiving med attention due to the missing segment issue. Although the time difference between the reported high high results and the reading obtained by the dr is not known, this complaint is being reported due to the following conclusion. The pt reported elevated blood glucose results on her meter with symptoms that could be consistant with hypoglycemia. The pt treated herself with insulin and later obtained a low blood glucose reading of 67 mg/dl in the dr's office while having symptoms.